Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd insyte¿ autoguard¿ catheter i.v. 20g x 1.16¿ (1.1 x 30 mm) (latin america) experienced a needle that would not retract after use. The following information was provided by the initial reporter: after use of the insyte autoguard 20g material the safety device has not activated.

Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. DHR review: batch history analysis: an analysis of the device's batch history has been completed for the sub-assembly #8607681 batch 0085158 manufactured from 18-apr-2020 to 28-apr-2020 used in the claimed batch 0114666. The batch in question was analyzed for tests to verify ¿needle retraction¿ and ¿part activation¿ and were evidenced in the batch history records that could lead to the claimed defect. Qn/ ncmr review: there is quality notification (qn) or non-conformity report # (B)(4)for "failed to activate part" which may be related to the reported defect unplanned maintenance: the corrective maintenance history described in the quality notification (qn) (B)(4) was evaluated and in accordance with maintenance order # 602942961, the necessary adjustments to the machine were made. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of bd insyte¿ autoguard¿ cateter i.v. 20g x 1.16¿ (1.1 x 30 mm) (latin america) experienced a needle that would not retract after use. The following information was provided by the initial reporter: after use of the insyte autoguard 20g material the safety device has not activated.